Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after implant. The decision was made to explant and replace this lv lead with a competitor product. The competitor lv lead, however, could not be implanted due to patient anatomy. The physician then decided to plug the lv port, and program the device to ddd with right ventricular (rv) pacing only. This patient will be monitored. If deemed necessary, a system revision will take place at a future date. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There was blood/body fluid in the lumen, and cuts in the insulation. This lv lead passed the continuity test with manipulation. The initial allegations were not confirmed through analysis.